Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a software issue occurred with the subject programmer.

Event description:
Reportedly, a software issue occurred with the subject programmer.